Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) contacted the patient. The patient reported that the alleged inaccuracy began on ¿(B)(6) 2015 at 12:00pm¿. The patient reported obtaining inaccurate high blood glucose results of ¿186mg/dl¿ on the subject meter compared to ¿155mg/dl¿ on a onetouch ultra 2 meter, the results were obtained less than 30 minutes apart. The patient manages his diabetes with oral medication (metformin), diet and exercise and reported taking less food/drink as result of the alleged issue. The patient reported that on an unknown date/time after the alleged inaccuracy began he developed symptoms of ¿sweating and overheating¿. The patient detailed he made a doctor¿s office visit and was prescribed additional januvia 100mg. The patient also reported obtaining results of ¿146 and 158mg/dl¿ on the doctor¿s meter on ¿tuesday (B)(6) noon¿. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the blood glucose results were taken from an approved sample site. Cca also noted that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation. The meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.